Event description:
Laboratory performed psa testing on the dimension rxl. Two results of 4.3 ng/ml were obtained. Sample was tested with an alternate analyzer and prduced a result of 0.7 ng/ml. Dade behring received sample and on 11/30/00 confirmed a lower result, 0.67 ng/ml with an alternate reagent lot formulated to reduce non-specific binding. Concluded that patient sample contained heterophilic antibody that caused non-specific binding and elevated the result. There were no adverse patient consequences.